Event description:
It was reported that after the promus stent was implanted, thrombosis was observed. No additional information was provided.

Event description:
Additional information reported that this was a non-abbott stent, and not a promus stent.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Additional information received clarified that the adverse event was not related to an abbott device, but rather a non-abbott device.